Event description:
Per independent repair center statement, the unit has low o2 or yellow light. The key failure is the barb fitting is cracked and leaking. Additional malfunctions are the product tank and zip ties are leaking and the pm kit is dirty.